Manufacturer narrative:
Batch review performed on 21.07.2021: lot 1906086: (B)(4) items manufactured and released on 09.08.2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 year and 2 months after the primary the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the gmk-sphere tibial insert - flex s4l - 12 mm with a gmk-sphere tibial insert - flex s4l - 17mm and also revised the patient's natural patella since the patella was thin. The surgery was completed successfully.